Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "comparison of needle knife vs dual knife for esophageal superficial cancers". The literature reported the result of 61 patients with esophageal superficial cancers of the endoscopic submucosal dissection (esd) procedure using olympus precutting knife kd-11q-1 from march 2003 and november 2015. In the subject case, there was 1 case of perforation. Omsc will submit a medical device report (MDR) depending on the event.